Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant attempt, the helix of the right ventricular lead would not deploy. Another lead was implanted. No patient complications have been reported as a result of this event.